Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the left side frame is broken sitting in the chair.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Both side frames returned broken weld/tubing at bottom rear of left side frame no issue with right side. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the left side frame of having a fracture near where the upright rear and lower frame tubes were welded. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated the left side frame is broken sitting in the chair.